Event description:
It was reported that a patient underwent a right total knee arthroplasty procedure on (B)(6) 2010 and topical skin adhesive was used on the skin. On (B)(6) 2010, a culture was done and identified (B)(6). The patient had a 2-stage reimplantation after six weeks intravenous and two weeks oral antibiotics.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient developed a surgical wound infection two weeks following the procedure. The patient had a culture taken (B)(6) 2010. The patient was started on six weeks of intravenous vancomycin on (B)(6) 2010.